Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of "tubing stuck?" Was confirmed as a reload set alarm. A review of the event history log revealed reload set messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the downstream/force sensor out of calibration. The downstream/force sensor was recalibrated to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a tubing stuck(unspecified failure). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.